Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system unexpected restart test, excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 200-300s mg/dl. The customer reported that had tried updating carelink. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.